Event description:
It was reported the insulin pump was pushing the insulin out. It was also reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer had signs and symptoms of abdominal pain, nausea, vomiting and diarrhea. Troubleshooting was not performed at time of call.

Manufacturer narrative:
Analysis revealed the insulin pump was unable to prime as a result of a defective force sensor.